Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has been returned, however, has not been evaluated at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product, however, the analysis has not been completed at this time. An infection is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Health professional reported a lap-band "port replacement due to infection." The "patient came in for [an] adjustment and the surgeon noted that the port site was infected." The port was explanted and replaced.